Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that he was in the software and the surgeon profiles were now missing. He confirmed that he was able to replicate the issues. He was able to uninstall and reinstall the software and now the system is functioning normally. The software logs were received for evaluation. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that the site had been trying to load exams and the system had become unresponsive twice. Once on the select surgeon task and once on another pre-operative task. This event was reported outside of a case with no patient present.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Corrected the manufacture date.